Manufacturer narrative:
Section d1: brand name: corrected. Section d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of damage to the power cables of the heartmate 3 system controller (serial number: (B)(6) was not able to be confirmed. The product was not returned for analysis and provided information indicated that the controller was exchanged and disposed of. No photos or log files pertaining to the affected controller were submitted for review. The root cause of the reported event could not be conclusively determined through this evaluation. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use provides instructions for replacing the system controller. The heartmate 3 patient handbook covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
E4: medwatch (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Damage was noted to the power leads of the primary system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was damage to the primary system controller, and it was discarded and was not brought back to clinic. The patient did not bring in back up equipment to clinic, so the damaged system controller became the back-up system controller until they returned home. The patient tossed the damaged system controller once at home. There were no adverse events due to the system controller change.

Manufacturer narrative:
H10: corrected.